Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of this investigation.

Event description:
It has been reported to philips that the allura c-arm lost its motorized movement. The system was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in vascular procedure (planned treatment/non-emergency treatment) when the issue occurred. And the procedure was aborted, and it was completed by moving the patient to another room and this issue was always occurring. The field service engineer (fse) inspected the system onsite and confirmed that system arc movements were not available. Upon functional testing, the fse found that there were errors on the luc boards of the arc. To resolve this issue, the philips engineer replaced the luc board as well as its memory module and adjusted the arch geometry. After replacement and adjustment, the system was returned to use in good working order the codes were updated based on the investigation outcome.